Event description:
Reportedly, on (B)(6) 2019 a re-intervention was performed to explant the subject pacemaker, previously implanted on (B)(6) 2019, due to suspected pocket infection.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019 a re-intervention was performed to explant the subject pacemaker, previously implanted on (B)(6) 2019, due to suspected pocket infection.